Event description:
Clinical adverse event received for intermittent overheating knee prothesis. Device and procedure (relatedness). Device related: possibly related. Procedure related: possibly related. Device location: right. Treatment/impact: physical therapy: yes; observation: yes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).